Manufacturer narrative:
(B)(4): product evaluation: analysis found that the customer's complaint can't be confirmed; the nose is running hot. The pre-repair temperature tests for the handpiece are as follows: rear - 103 f, middle - 120 f, nose - 174 f. The nose bearings and spindle bearings are worn and corroded and have to be replaced. The o-rings also have to be replaced. The visao has been completely disassembled and thoroughly cleaned. The bearings and o-rings have been replaced. The visao has been successfully tested according to manufacturing specifications. Method: test for high temperature conditions.

Event description:
It was reported that the ¿handpiece isn't reacting while using footpedal. Once using the handpiece, burr falters.¿ there was no patient impact. During initial inspection and testing, service and repair found that the device was running hot.